Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii-IV" and "peri-prosthetic fluid." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: the device look normal. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii-IV" and "peri-prosthetic fluid." Device has been explanted.